Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-51389.

Event description:
A customer reported that during a procedure, no aspiration was experienced with the ultrasonic handpiece. The surgery was completed as planned.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).